Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, there was a sealing issue. After activating the device twice in a slow dissection, the site bled immediately upon opening the jaws. There were no signs of coagulation. No patient injury resulted or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation by post market vigilance investigation personnel. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported device produced no seal. The functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Additional info: if information is provided in the future, a supplemental report will be issued.